Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard drive was replaced and the software was reloaded. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys would not complete the boot up process. No pt injury was reported.